Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cath lab. During pretest, the balloon could not inflate. As a result, the kit was not used. A new kit was opened and used successfully. There was no delay or interruption in therapy used. No report of pt death, complications or injury. The pt outcome is good.